Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. H10 additional narrative: d1, d2, d3, d4: this report is for unknown ¿ synthes titanium multi-vector/unknown quantity/unknown lot. D4: UDI: unknown part number, UDI is unavailable. D6/d7: unknown h6: patient code 3191 refers to persistent radiolucency at the docking sites requiring terminal bone grafting and rigid internal miniplate fixation. G5: part # is unknown, 510k is unknown h3, h4, h6: the investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article kuriakose, a., shnayder, y., and delacure, m. (2003) recontruction of segmental mandibular defects by distraction osteogenesis for manibular reconstruction. Head & neck, volume 25: 816-824. The purpose of this article was to discuss the principles of distraction osteogenesis in reference to reconstruction of segmentai bony defects and report its clinical application of the mandible continuity defects. The study included four (4) patients (age, 7-83 years) with critical segmental mandibular defects (range, 3.5 cm-6.5 cm), resulting from ablative oncologic head and neck surgery underwent primary mandibular reconstruction by transport distraction osteogenesis. There were three (3) females and one (1) male. The minimum follow-up time was 36 months (range: 36-48 months). Com-292102. This report is for an unknown ¿ synthes titanium multi-vector and refers to patient 1 (female, (B)(6)) who had satisfactory bone formation, however, persistent radiolucency at the docking sites required terminal bone grafting and rigid internal miniplate fixation.